Event description:
An international affiliate reported that a patient presented with a wound dehiscence four days following hemangioma excision on the back. The patient was returned to surgery for repair of the incision.

Manufacturer narrative:
The product upon which this medwatch is based is anticipated. Once the product is received any further information derived from the evaluation will be submitted in a supplemental 3500a form.